Event description:
A discordant immulite 2000 toxoplasma igg result was obtained on a patient sample.the result was not reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant toxoplasma igg results.

Manufacturer narrative:
The initial MDR 2432235-2012-00109 was filed on 4/28/2012. Additional information: (9/12/2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.

Manufacturer narrative:
A siemens global product support specialist (gpss) evaluated the immulite 2000 instruments data. Analysis of the instruments data indicates that the cause for the discordant toxoplasma igg result is unknown. No further evaluation of the device is required.